Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer from a patient who had an implantable neurostimulator for non-malignant pain and chronic low back pain. It was reported that patient saw an informational power on reset (por) and their therapy had stopped. There were no falls or traumas related. Patient mentioned that they had been in a clinical setting when their son had an MRI however was not actually in the MRI room. It was reviewed that they could have been exposed to some sort of emi that could have possibly triggered the por. During call, patient given steps to clear por and successful. Patient turned therapy back on and was adequate. Issue resolved. No further complications were reported.